Manufacturer narrative:
The associated device was returned and evaluated. The t-handle fractured in the handle portion at the knurled end of the metal shaft. The t-handle is used when coupled with the canal finder to prepare the femoral canal for reaming. The t-handle fracture surface shows multiple regions of crack initiation. This was likely caused by bending, torsional, or impact mechanical overload. A review of complaint history for the listed part revealed no prior complaints for the listed batch. No further investigation is warranted for this complaint. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that t handle broke while using entry reamer. No delay or injury reported. A backup device was available.